Event description:
It was reported that the caller experienced a loss of therapeutic effect and was not getting symptom relief. The patient had arthritic pain. The device was working for a while, but the pain had returned. Patient had pain relief from the knees up, but has severe pain coming from his feet. The patient was unable to adjust stimulation; there was a power on reset (por) condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).